Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had 2 trial leads with the same lot number. A review of the pt's medical chart identified the pt was treated for a potential infection at his trial lead site. The pt went to the ER on (B)(6) 2012 due to increased swelling and pain in his back one week after scs trial leads were pulled. The pt was treated with antibiotics and pain medication.